Event description:
Report received from the USA in which the device was returned in a box with items that were being returned on a sales support authorization number. The reporter sates that one of the devices that was returned had a complaint, but the reporter was unaware of which device had the malfunction. It was unk to the reporter whether or not there were any injuries or medical intervention reported. There was no additional information provided.

Manufacturer narrative:
The device has not been received by anspach. If additional information is received, a supplemental report will be sent. (B)(4).